Event description:
Information contained in a legal file indicated that a patient experienced a thrombotic event and myocardial infarction after having coronary artery stents implanted. The patient had cypher stents implanted in his rca. Post implantation, he was prescribed plavix for 3 months. Approximately fifteen months later, the patient he experienced very late stent thrombosis, leading to myocardial infarction.

Manufacturer narrative:
The sterile lot number for the device is unknown therefore a device history report review could not be conducted. Thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. With the very limited information provided it is not possible to determine what factors may have contributed to the reported event.